Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter (bec) field service engineer (fse) visited the customer. The fse did not observe any malfunctioning parts. The fse was no required to replace any parts on the instrument. The access accutni+3 reagent was not returned for evaluation. The cause of the reported non-reproducible accutni+3 results cannot be determined with the available information.

Event description:
The customer noted erratic imprecise troponin I (access accutni+3) results for four (4) patients on the unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial and repeat results of the same sample on the same instrument generated a total standard deviation outside of that permitted by the accu tni+3 information for use (IFU). For patient 1 and patient 2 the customer repeated these samples on another unicel dxi 800 access immunoassay system (system identification (B)(4)). The customer reported no system issues or erroneous results with instrument system ID (B)(4). The results were not reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer stated that their access accutni+3 quality control results were within assay specifications on the day the erroneous results were generated. A system check completed both before and after the erroneous results were generated and results were within instrument specifications. The samples were collected in plasma separator tubes and centrifuged at 4,500 rpm (revolutions per minute) for ten (10) minutes. The customer reported no visible issues with the integrity of the sample.